Event description:
Per the customer device was returned for repair as it gives an error e6 after 10 seconds. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.during pre-repair assessment performed by a technician, functional testing was performed and no failure was identified. The device was returned to the customer on (B)(4) 2013.